Event description:
Customer reported via phone call to have physical damage of insulin pump due to insulin pump falling off the bed. Customer reports that insulin pump continued to turn off. Customer also reports that display screen was cracked. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.